Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke and fell into the patient¿s abdominal cavity. The fragment was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. When the customer used the instrument for about 1 to 1.5hours to dissect the tissue, the instrument broke and the fragment fell into the patient. All the fragment was retrieved during same procedure and confirmed with visual inspection. No post-operative tests like an x-ray or ultrasound was performed to check for remaining fragments. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. Upon final removal of the instrument, the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to be broken near the blade base. The blade broke roughly at 0.158¿ from the base. The broken piece was not returned with the instrument. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid to or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history, which did not show any additional complaints related to this product and/or this event. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 (gmt + 9 korea time) via system serial# (B)(4). This is a single-use instrument. A review of the rfe procedure log showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 (gmt + 9 korea time) via system serial# (B)(4). No images and/or video clips associated with this reported event were submitted for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the tip of the harmonic ace instrument broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to a mishandling/misuse.